Manufacturer narrative:
Pump passed displacement test and self test. Pump error 4 and 53 found in the pump history due to software error. Unit was received with scratched case, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed indicating that the motor arm and main arm could not communicate. Troubleshooting was not performed. Customer was pregnant. Customer also reported software error alarm. Customer was advised to discontinue from the insulin pump . Customer will be using the old insulin pump until she receive replacement. Insulin pump will be returning for analysis.